Event description:
It was reported that the patient presented to the clinic with signs of a pocket infection and skin ulceration following a pacemaker implant procedure. The skin over the device pocket appeared red, swollen, and experiencing discharge. The pacemaker was found to have penetrated through the skin. The physician explanted the pacemaker, the right ventricular lead and the right atrial lead due to the infection. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 - describe event or problem - corrected b5 as the device was previously inadvertently submitted as a pacemaker, whereas it should have been listed as an implantable cardioverter defibrillator (ICD).

Event description:
It was reported that the patient presented to the clinic with signs of a pocket infection and skin ulceration following an implantable cardioverter defibrillator (ICD) implant procedure. The skin over the device pocket appeared red, swollen, and experiencing discharge. The ICD was found to have penetrated through the skin. The physician explanted the ICD, the right ventricular lead and the right atrial lead due to the infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.